Event description:
It was reported that the user entered an incorrect dexcom g6 transmitter serial number, which resulted in a pairing failure until the correct transmitter serial number was entered with guidance, after which the system proceeded into sensor warmup. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included troubleshooting and user education on proper transmitter pairing. Investigation of this case revealed user error in data entry leading to initial communication failure, which resolved after correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.